Event description:
Event description cpi received information that this boxed implantable cardioverter defibrillator (ICD) was interrogated and a red was displayed with an error message. Following this interrogation, no further telemetry was available. Additionally, it was reported that the outside temperate was very cold.